Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive friction/forces being used during suture passing/tightening/tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/22/2025, a sales representative reported via email that an ar-1588btb-ib tightrope ii btb failed while tensioning the graft and seemed to snap under minimal pressure. Nothing broke inside the patient. The case was completed successfully using another ar-1588btb-ib tightrope ii btb without issues. This was discovered during an acl reconstruction procedure on (B)(6) 2025, with no reported patient harm. Additional information received on 1/28/2025: this occurred when docking the graft into the femoral tunnel; there was a snap sound, and the tightrope came right out. The knotless mechanism looked completely torn and shredded. The case was delayed ten minutes; however, the sales representative was unsure if additional anesthesia was administered. The case was completed by using the internalbrace from the first tightrope to pass the second ar-1588btb-ib tightrope ii btb.